Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contraction baker grade unknown."

Event description:
Patient reported right side "capsular contraction, baker grade unknown" later confirmed by physician to be a "baker grade iii." Physician additionally reported a "right side rupture was found during surgery." The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify, crease sharp, stress mark. Based on the device analysis, the final assessment is: a crease sharp in the posterior side assessed, as fold flaw opening.

Event description:
Patient reported, right side "capsular contraction, baker grade unknown". Later confirmed, by physician to be a "baker grade iii". Physician additionally reported, a "right side rupture was found during surgery". The device has been replaced.